Manufacturer narrative:
(B)(4).

Event description:
It was reported that a early sensor expiration occurred. Data was provided for investigation. The problem could not be confirmed. The root cause could not be determined post investigation as the allegation was not found. No injury or medical intervention was reported.